Manufacturer narrative:
(B)(4). These events occurred on unspecified dates in (B)(6) 2017. Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was not possible to prime three (3) continu-flo sets. The drip chamber filled but the solution would not advance down the tubing. The device was replaced to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: 07/05/2017 - 07/06/2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.